Manufacturer narrative:
Based on the available info, the event was deemed a reportable malfunction because a torn product would not be suitable for pt use. It is expected that the affected product would be inspected before use by a health care professional and replaced with a new device. It was reported that the product was used for training and demonstration purposes only by a nurse advisor. The torn product was not used on a pt during the training exercise. No other event details are known at this time. A return sample for eval is expected.

Event description:
Cut/torn/split. A convatec critical care nurse advisor reported, the use of two flexi-seal signal kits for training and demonstration purposes in a hosp ICU department. During the demonstration (accompanied by a convatec sales rep), both of products were torn around the blue finger pocket. The nurse stated the cause of the tear was unk since both of the presenters were wearing lubricated gloves and did not tear the packaging with their fingernails while opening. The nurse advisor planned to return both kits for inspection.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 13fm0204 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. No closed finger pockets were found. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).